Event description:
It was reported that a patient and clinician experienced a pairing failure between a new dexcom g7 sensor and the ilet during initial setup, with attempts to toggle g6/g7 settings and restart the ilet; the event aligns with an intermittent communication failure associated with the antenna/electrical communication pathway. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and clinician and analysis of the information they provided. Investigation of this case revealed an interoperability issue between the cgm and the ilet resulting in intermittent communication failure localized to the device¿s antenna/electrical communication components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.